Event description:
It was reported that the ilet user announced a breakfast and ate, then later announced another meal without eating in an attempt to reduce blood glucose; during the interaction the glucose was 302 mg/dl with a downward trend, and education was provided that repeated announcements without intake constitute an improper method of use and that meals should not be used as a correction. Symptoms included hyperglycemia with a peak of 358 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to using meal announcements to correct elevated blod glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.